Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This device was subjected to and passed all returned product testing. The device was found to have met specification.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.